Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A versacross connect with the watchman access system (was) was selected for use. After 1 partial recapture, the closure device was released. Post release a circumferential pericardial effusion (pe) was identified. The patient was stable and monitored. The pe continued to enlarge, and the patient experienced cardiac tamponade. A pericardiocentesis was performed and bright red fluid was drained, however the pe was continually present after drain placement; therefore, surgery was performed and a perforation in the distal laa was repaired. The patient was hospitalized and is expected to fully recover. It was suspected that the perforation occurred during maneuvering and deployment of the closure device with the single recapture. The device is not returning due to disposal.

Event description:
It was reported that perforation, pericardial effusion, and cardiac tamponade occurred.a left atrial appendage (laa) closure procedure was performed. A versacross connect with the watchman access system (was) was selected for use. After 1 partial recapture, the closure device was released. Post-release a circumferential pericardial effusion (pe) was identified. The patient was stable and monitored. The pe continued to enlarge, and the patient experienced cardiac tamponade. A pericardiocentesis was performed and bright red fluid was drained, however the pe was continually present after drain placement; therefore, surgery was performed and a perforation in the distal laa was repaired. The patient was hospitalized and is expected to fully recover. It was suspected that the perforation occurred during maneuvering and deployment of the closure device with the single recapture. The device is not returning due to disposal.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.investigation summary:based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion, cardiac tamponade, and cardiac trauma are a known inherent risk of use of this device. Device history record review:the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.device technical analysis:it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed.risk review:a risk review performed for the versacross connect device confirmed that the events of pericardial effusion, cardiac tamponade, and cardiac trauma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect device is acceptable.labeling review:based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.investigation conclusion:based on the information provided, the reported event of pericardial effusion, cardiac tamponade, and cardiac trauma are a known inherent risk of the versacross connect device. Pericardial effusion, cardiac tamponade, and cardiac trauma are an expected procedural complication addressed within the IFU for the versacross connect. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.